Event description:
It was reported that there was under delivery of fluid with 150 to 200 ml remaining in the bag. Mesna 1847 mg in nacl 0.9% 1710 ml running at 213.8 ml/hour x 8 hours. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.